Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 pts implanted with dbs. The objective of the study was to report the author's observations on the external electromagnetic field influences on dbs in their pt population, and how these influences affected the pts lives and other healthcare-related conditions. Reportable event: one patient with bilateral stimulation repeatedly experienced random switching off and on of one of his ipg's while the surgery cortege of the (B) (6) was passing by his house. The ipg on the other side (different model) was not affected. On one occasion, the ipg was permanently switched off and the severely disabled patient had to be urgently transferred to the hospital for management.

Manufacturer narrative:
(B) (4)